Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. There was no reported impact to customer's blood glucose level. Customer was able to load a new cartridge successfully.